Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was conducted and no non-conformances were found. When the device was returned to mmdg for investigation, it was found that the pump platen door was bent, which caused the 40 psi test to fail. The pump was serviced to correct this issue.

Event description:
The initial reporter stated that the pump had cracks in the bezel. When the pump was returned to mmdg, the pump was unable to pass 40 psi testing. This test is used to check for potential free flow. At the time of the complaint the initial reporter advised that no patient had been involved and that the complaint had occurred during testing. The 40 psi failure was discovered at moog. (B)(4).